Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this complaint device was received and evaluated. Visual and functional investigation revealed corrosion, scratches, and that the actuator was broken near the distal tip of the device, contributing to the jaw failure. This complaint can be confirmed. The device is 10 years old and has seen considerable use in the field which is consistent with its appearance. This failure can be attributed to fair wear and tear. A batch review request to the supplier determined this device is more than 2 years old and a batch review could not be performed. Further, a review into the mitek complaints system revealed no other complaints from this lot of devices that were released for distribution in 2005. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that prior to a shoulder procedure the shaft component on the customer's clever hook right that opens and closes the jaw was cracked. The surgeon completed the procedure with another like device with no patient consequences or delays. The sales representative was not present for the case and could not provide any further information. The device will be returning for evaluation.